Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that before the surgery, ophthalmic backflush was unable to put pressure. Patient and surgery details were not reported. Surgery has been completed by using the alternative product without patient harm.